Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery to support the 63-year-old male patient who had been admitted in with known coronary artery disease and plan for a protected percutaneous coronary intervention (pci). He presented in scai stage e at the pump insertion. Other underlying medical history was not shared. The cp was supporting when there were purge blocked alarms. The purge pressure was reading at 1085mmhg when previously it was noted to be lower at 421mmhg. To remedy and troubleshoot they assessed the purge line and found no kinking and then replaced the purge cassette. This did not resolve the alarming as the blocked alarm persisted. The team made decision to add the lytic tpa to the purge fluid. Tpa was utilized in the purge solution as an off-label intervention to mitigate the impact of biomaterial within the motor. There was no reported adverse clinical impact to the patient. Due to the patient's condition the team made decision not to remove or replace the pump support. The team did however make decision to withdraw care after just over 5 hours of support. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native condition and decision to not escalate/replace pump, but rather withdraw care.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the injury was not determined due to insufficient clinical details. Purge pressure high: the cause of the high purge pressure was most likely due to biomaterial as there was a lack of heparin or bicarb in purge solution, however, data logs did not show a clear pattern of ingestion or buildup of biomaterial and no product was returned to confirm.